Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer is stating that the electrical cord is faulty, not operating safely. 78 hrs. No other information provided.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Power cord/converter, other/defective. Broken power cord. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Power cord/converter, other/defective. Broken power cord. Dealer is stating that the electrical cord is faulty, not operating safely. Seventy eight hrs. No other information provided.